Event description:
Following the information reported, the bottom cover of the maxi sky 2 ceiling lift detached and hit an employee on the head. There was no indication regarding patient involvement. No injury was claimed.

Manufacturer narrative:
The review of previous complaints revealed that the bottom cover may detach due to several reasons: damaged mounting points of the cover; improper installation of the cover after the last service; loosening of the bottom cover due to the ceiling lift movements along the rail/ accidental hitting. No failure of the arjo device itself was reported that could directly contribute to the cover detachment. The device in question was manufactured on 06 august 2024 and has not undergone any prior servicing. The potential causes of mounting points failure and improper installation can be ruled out. The arjo service technician noted that the ceiling lift was run into part of the wall. This observation aligns with the third hypothesis and supports the conclusion that the operational handling is the most probable root cause of the cover detachment. The instructions for use dedicated to maxi sky 2 (001-15698-en) warns: "before transferring a patient, make sure there are no obstacles in the transfer path". In summary, based on the evidence and observations, the most likely root cause of the cover detachment is accidental impact or obstruction during ceiling lift movement. This potential cause was discussed with the customer, with an emphasis on taking special care to avoid hitting the wall while operating the ceiling lift. There was no indication that the maxi sky 2 was used to transfer the patient when the cover detached. The device did not meet its specifications. The complaint was decided to be reportable due to a bottom cover detachment that hit an employee on the head.

Manufacturer narrative:
Date of event is section b3 was estimated based on the awareness date. The device was inspected by arjo and no fault was found that could have caused the casing detachment. The investigation is in progress. When the final conclusions are available, a final report will be submitted.

Event description:
Following the information reported, the bottom cover of the maxi sky 2 ceiling lift detached and hit an employee on the head. No injury was claimed.

Manufacturer narrative:
UDI in section d4: (B)(4). The device is distributed outside the us and no gudid information exists. The investigation is still ongoing. The results will be provided to the next report.